Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a potential type ia endoleak. Analysis of the pre-operative imaging indicated the presence of a patent lumbar vessel at the level of the aortic body stent graft sealing ring. As of the date of this report, the patient will continue to be monitored and there have been no additional patient sequelae reported.